Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear, which results from excessive stress on a device that has naturally deteriorated over time due to normal usage and aging.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-601-tbe8 ibalance¿ uka broke. This occurred during a knee arthroscopy while removing. The device was removed and the patient is okay.